Event description:
According to the physician, the 19mm asd device embolized into the main pulmonary artery because it was too small for the defect. It was retrieved with a 26mm asd device. After placement, the patient developed pericardial effusion. The surgeon found a small hole in the right ventricle outflow tract (rvot). The physician stated that the tear occurred during the snare retrieval of the device. The patient underwent sternotomy and closure of the tear without being on bypass. Since the 26mm asd device was not causing any erosion, the physician left it in place. The patient later developed a chest infection with dic pictures and ards which resulted in their death in 2005. The physician stated the death was not device related, but procedure related.